Manufacturer narrative:
Upon disassembly, it was discovered that the motor assembly was corroded, the rotor assembly was damaged, the bearings were worn, and the sag head was filled with debris. The presence of corrosion in the motor assembly, worn bearings and debris in the sag head is likely to cause or contribute to the handpiece heating up.

Event description:
It was reported that the micro sagittal saw heated up during a procedure. A back-up device was used to complete the procedure without pt or user injuries and there were no adverse consequences.